Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The cine disk drive was also reformatted and the appropriate software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed pt image data and also experienced system lock ups. No pt serious injury or death was reported related to this event.